Manufacturer narrative:
(B)(4). Evaluation codes: method - (other): work order search. Results -(other): a lens work order search was performed and no similar complaints were found within the work order. (B)(4). Lens not returned.

Manufacturer narrative:
Method: medical review results: visual inspection of the returned product found the lens optic torn. The lens was returned dry. The lens was rehydrated in bss for re-measurement. The lens length, width, diopter power and sphere were measured and the results of the measurements were compared against the original values and the lens was found to be in specification. Medical review - several factors may be involved in a post-operative refractive surprise, including inappropriate refractive surgical planning, a wrong lens calculation/selection, preoperative inaccurate determination of the eye's measurements to determine the power of the icl, induced refractive change by incisions, unstable cornea and/or refraction prior to implantation, cl-induced warpage, etc. Review of the file indicates that the lens was not implanted in accordance with the dfu requirements (e.g. Patient age below 21 or over 45 years, acd below 2.8mm for icl/ticl and below 3.0mm for vicl/vticl, keratoconus, pregnant or nursing patients, patients with low/abnormal corneal endothelial cell density, fuchs dystrophy or other corneal pathology, patients who are amblyopic or blind in the fellow eye). Off-label use of the device, no clinical data can support the complaint event(s) or the effect(s) on the efficacy and safety of the device. This information has been communicated to the medical advisor of staar surgical and to the surgeon in case of severe deterioration of patient health. Conclusions: based on the complaint information, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014. The lens was explanted on (B)(6)2014 due to a refractive surprise. The lens was exchanged for a different diopter and the problem was resolved. The patient's best-corrected visual acuity was 20/16.